Manufacturer narrative:
(B)(4). The device was returned 07/26/2016. (B)(6). (B)(4).

Event description:
According to the reporter, during a low anterior resection, the surgeon could perfectly squeeze the handle and could not take the device out of the anus. The surgeon removed the eea device by force. Colon tissue was ripped by dst eea. Bleeding was controlled by manual suture, the amount of bleeding was unknown. No reinforcement material was used. Last known patient status: stable.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.